Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was forwarded to detailed analysis for further investigation. It was confirmed that noise and insulation damaged on the lead was observed. The insulation damage is in the clavicle area.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise during isometric. There was no oversensing noted. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited noise during isometric. There was no oversensing noted. This lead was explanted. No additional adverse patient effects were reported.